Event description:
The customer observed falsely decreased sodium, potassium, and chloride results generated on the architect c4000 analyzer for two patients. The samples were repeated on another analyzer that generated normal results. The following data was provided: customer¿s normal range for sodium: 136 to 145 mmol/l. Customer¿s normal range for potassium: 3.4 to 4.5 mmol/l. Customer¿s normal range for chloride: 100 to 110 mmol/l. (B)(6)2022 sid (B)(4). Initial sodium result = < 107 mmol/l, repeat results (c461474) = 141 mmol/l, 140 mmol/l. Initial potassium result = 2.1 mmol/l, repeat results (c461474) = 3.6 mmol/l, 3.6 mmol/l. Initial chloride result = 60 mmol/l, repeat results (c461474) = 103 mmol/l, 103 mmol/l. (B)(6)2022 sid (B)(4). Initial sodium result = < 107 mmol/l, repeat result (c461474) = 140 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer cleaned the sample wash cup, reagent wash cup, and mixer wash cup which resolved the issue. The wash cups were determined to be the likely cause of the decreased results. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the architect c4000 system or the likely cause part described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified.